Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that she has experienced concerns with the infusion device since (B)(6) 2011, and she believes the insulin delivery of the infusion device is too low. Patient reported the batteries do not last long, and she has "occlusion problems." She began to experience hyperglycemia on (B)(6) 2011, and she felt as though the bolus delivery was not working. Her boyfriend drove her to the hospital in the afternoon, and her blood glucose was above 20 mmol/l (360 mg/dl) and she had ketones. Patient received 8 units of insulin as treatment at the hospital, and she was discharged in the evening. The infusion device was replaced and requested for evaluation, and patient felt "fine" at the time of the report. No additional information was provided.